Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received external ram error alarms and unexpected restart alarms. The customer's blood glucose was 90 mg/dl at the time of incident. The customer stated that a basal was not programmed before the unexpected restart alarm. The customer stated that the insulin pump was not store and was not in use for an extended period of time. The customer stated that the alarm occurred after inserting a new battery. The customer stated that the unexpected restart alarm was recurring during normal use. The insulin pump will not be returned for analysis.